Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she is in the hospital and disconnected from the insulin pump. Customer stated that the insulin pump alarmed no delivery and battery out limit. Customer's blood glucose reading was 120 mg/dl. Nothing further reported.